Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir was leak. The customer's blood glucose was unknown. The customer has four infusion sets which have same problem. The troubleshooting was not mentioned. The reservoir will not be returned for analysis.